Manufacturer narrative:
Updated fields: b4, d8, d9, e1, g3, g6, h3, h4, h11- type of investigation, investigation findings, component codes, investigation conclusion. Due to character limit in e1 event site telephone, the event site telephone number is (B)(6). A getinge field service engineer we went to the customer site and performed the factory-specified tests and it was confirmed that the abnormal balloon waveform was caused by the failure of the 5000h kit. The 5000h kit needs to be replaced and a quotation is given to the customer. Later fse we went to the customer site to replace the accessories and performed the factory-specified tests. All passed, met the clinical use requirements, and were delivered to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) abnormal balloon waveform. The hospital immediately replaced the same model of machine and restored it to normal use. There was no harm reported.